Event description:
A male pt underwent a secondary abdominal aortic aneurysm repair due to an increase in size of the aneurysm from the time of the initial implant. The secondary procedure took place on (B)(6) 2011. Based on the decision made to surgically open the pt abdomen, exposing the growing infrarenal aortic aneurysm. After dissecting the abdominal aortic aneurysm the zenith stent graft was exposed and was noted to be "leaking" blood through the material within a particular segment of the graft (the supraceliac clamp was opened in order to visualize the blood flowing through the device). It is unclear whether the leak was involving the sutures that hold the z-stents to the graft or if this leak was independent of the sutures and just pertaining to the graft fabric. The surgeons sutured these holes with a propylene stitch. They then decided to excise the portion of the device that they felt was leaking and sew in a surgical tube graft. The tube graft bridged the proximal portion of the main body to the distal portion of the main body. Open repair was required in order to visualize and identify the cause of the persistent endoleak that was enlarging the aneurysm. A portion of the main body stent graft was surgically removed from the pt's infrarenal aorta. It is suggested that a type iii endoleak (tear in the stent graft fabric) occurred from heavy calcium rubbing against graft fabric and suture sites. It is also believed that the aneurysm was enlarging due to lumbar arteries (type ii endoleak) as well.

Manufacturer narrative:
(B)(4) - open surgical repair is labeled in the IFU. (B)(4) - endoleaks are labeled in the IFU. Event eval: still under investigation.